Event description:
A malfunction was reported on the pump, with malfunction code 12 appearing, which could be reset. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the issue recurred and was able to proceed with filling a new cartridge and starting a new sensor session independently.